Event description:
Litigation papers allege patient suffered significant damage to his body and extremities, suffered the aggravation or the activation of a pre-existing condition, suffered pain, disfigurement, incurred medical expenses in the treatment of his injuries, suffered physical handicap, his working ability was impaired, and injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.